Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed error 1178 and replaced e-200 integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint, but failure analysis is in progress.

Event description:
It was reported that prior to the start of a da vinci-assisted pleural decortication surgical procedure and prior to ports placement, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that the e-200 integrated electrosurgical unit (iesu) would not go to a ready state and displayed that it was not available, despite the csr having already performed a hard power cycle of the iesu and a power cycle of the vision side cart (vsc). The tse reviewed the available logs and identified multiple fan-related errors 1178 associated with the iesu. The customer connected a backup e-200, which powered on normally and was recognized by the system, and the customer proceeded using the backup generator. The procedure was completing as planned with no reported injury.